Event description:
It was reported that during treatment the ventilator generated an alarm indicating high peep (positive end expiratory pressure). There was no patient harm reported. (B)(4).

Manufacturer narrative:
On-site troubleshooting showed that ventilator failed the internal leakage sub-test during the pre-use checks tests (puc). This was corrected by replacing the air gas module which regulates the inspiratory air gas flow to the patient. The air gas module has been returned for investigation. During testing of the returned air gas module in a reference ventilator, several sub-tests failed during the puc. During ventilation testing, alarms for high airway pressure, low oxygen concentration, low expiratory minute volume, and low peep (positive end expiratory pressure) were generated. The investigation showed that the failures were caused by a faulty delta pressure transducer. When the pressure transducer was replaced, performed puc passed without deviations, and no alarms were generated during ventilation testing. The delta pressure transducer is part of the flow measuring in the air gas module, and its failure leads to inaccurate gas flow regulation. Microscopic inspection showed signs of corrosion inside the delta pressure transducer. Ocular inspection of the gas module showed traces of dried liquid in the upper part of the filter housing. This indicates that moisture has entered via the gas flow from the supplied gas, which is considered to be the root cause of the observed corrosion inside the delta pressure transducer. Our conclusion is, that moist air is the root cause for the air gas module's failure. According to the user´s manual, maximum levels of water, (h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.

Event description:
(B)(4).